Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, bipolar hip. It was reported that when the nurse opened the monomer ampoule, the nurse's hand was cut and required stitches. Rep was in the operation room but did not witness the nurse being cut or the circumstances surrounding the opening of the ampoule (if a towel was used, etc). Another dose of cement was used to complete the case. Rep reported that no further information will be available.